Event description:
Information received by medtronic indicated that the customer reported that the inpen was not dispensing the right amount of insulin. Troubleshooting was performed and found that the inpen was getting jammed when dialing and dosing. The customer also reported that the dose knob/dial was difficult to turn.   No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and it will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports: dose log inaccuracy and dose knob/dial difficult to turn. Per visual inspection: front shell does not stay attached. No physical damage to cartridge holder was noted. The inpen paired to the commercial app. Inpen received with leadscrew 1/2 of travel. The leadscrew rewind properly. Inpen passed baseline and wireless functionality. Inpen logbook displayed all doses dialed accurately on commercial app. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. No mechanical malfunctions noted during testing that could affect insulin delivery. Pending further investigation performed in san diego location. In conclusion: per san diego analysis, base line functionality test : pass and displacement dose accuracy: pass could not replicate the reported problems. No problems found with this inpen. Therefore, the customer concern of dose log inaccuracy and dose knob/dial difficult to turn could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.